Event description:
The customer reported that the 9900 system locked up with a communication error during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and regreased the candlestick (high voltage) connectors. System operates as intended.